Event description:
A medtronic representative reported a navigation system foot switch that was not working properly when using tracer registration. Trouble-shooting, by unplugging and re-seating the foot switch, did not resolve the issue. Connection prongs and cable integrity were inspected and there was no apparent damage. There was no response when attempting to use the foot switch button in the software. A successful pointmerge registration allowed the case to move forward. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. Replacement cable footswitch 15ft. Shipped to site (B)(4) 2014. Device was returned to manufacturer, unused. RMA issued. Replacement internal break-out box cable shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that the break-out-box was returned in good condition. When connected to a known good system it was found to be fully functional. All ports returned green status and the footswitch functioned without issue. No problem found. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. RMA issued. Replacement camera shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that when connected to a known good system the scu performed as expected with normal foot switch function. A check of the event log revealed a history of intermittent internal strober error. Electrical failure, internal strober error, directly caused event.